Event description:
It was reported to boston scientific corporation on february 4, 2022 that a flexiva laser fiber was used in a procedure, performed on (B)(6) 2022. During to the procedure, the connector of the laser fiber became extremely hot and melted the plastic (boot). The nurse may not have fully connected the fiber to the console which may have resulted in the overheating issue. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Medical device problem code: (B)(4). Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information, a supplemental medwatch will be filed.